Event description:
Reporter indicated that the patient has an infection at the generator site. Per the physician, it is "presumably staphylococci" present at the generator site and the infection is related to the vns implantation procedure, not to stimulation. The patient was put on antibiotic therapy and surgical revision (not explanation) was done to combat the infection. Per the physician, the event resolved in early 2009, and no other patient adverse events occurred. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.